Manufacturer narrative:
This report is being submitted to provide additional information concerning the event. New information added to the following fields: b3 and b5.

Event description:
It was reported, the generator was showing electronic error esg-400. This issue occurred during preparation for use of a therapeutic transurethral resection of the prostate procedure. There were no reports of patient harm, no delay, and the patient was not under anesthesia. The intended procedure was able to be completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty high voltage power supply board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the generator was showing electronic error esg-400. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.